Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove from the eye. The injector model msi-pf. The cartridge model and lot numbers were not specified by the facility.